Event description:
It was reported that during an implant procedure the mobile programmer application lost telemetry with the cardiac resynchronization therapy defibrillator (crt-d) after sub-muscular placement of the crt-d. The mobile programmer patient connector was positioned over the crt-d and the connection was reestablished. When closing the pocket the user was about to reinterrogate the crt-d, however the application again lost telemetry with the crt-d and was unable to regain the connection. The application was changed out for another mobile programmer application and patient connector to complete programming of the crt-d and turn therapies on. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dtpa2q1 crt-d implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.